Event description:
It was reported that the patient presented in the emergency room with arrhythmia and dizziness. It was noted that the pacemaker migrated. The right atrial lead, right ventricular lead and the left ventricular lead dislodged. It was also noted that there was loss of capture on the pacemaker and leads. The physician believed that the patient twiddled the device. X-ray images confirmed migration and dislodgement. The pacemaker remains implanted, and the leads were explanted and replaced. The patient was stable.